Event description:
It was reported that the abutment screw (iunihg) was loosened and it was also reported that the doctor replaced the abutment screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. The returned x-rays show the implant in various stages of restoration. The screw used in these cases cannot be seen with clarity in these images. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there was one (1) additional related complaint for this product lot with a similar root cause. Complaint indicates screw loosening. Alleged event is non-verifiable with the information provided. A singular root cause could not be determined. The following sections have been updated: date of this report, manufacturer information. Expiration date, contact office name/address. Date received by manufacturer. Type of the report. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date. Evaluation codes. Additional narratives/data.